Event description:
During a ptca procedure, the balloon would not deflate. Attempts to burst the balloon were unsuccessful. Negative pressure was applied with a syringe and the balloon was deflated enough for removal. No pt injuries or complications occurred.